Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument would not open. The surgeon manually manipulated the jaws open without pt injury. A new instrument was applied to complete the procedure.